Event description:
Breakage of the pe-bushing.

Manufacturer narrative:
We contacted our customer to receive the ex-implant for investigation. As soon as we received the ex-implant and our investigations are done we will send a f/u final report with the results. This event occurred outside the united states and involved a product that was mfg outside of the united states. However, because the link endo-model rotational knee prosthesis also is marketed in the united states link is submitting this MDR to ensure full compliance with 21 cfr part 803.